Manufacturer narrative:
Initial reporter address: (B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location of the (B)(4) cassette was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unknown location which led to the alarm. The leak was further described as ¿fluid on the table¿. Renal therapy services (rts) assisted the hp in clearing the alarm and starting over with new supplies. Rts advised the hp to contact the hospital for assistance on completing therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.